Event description:
It was reported that the insulin pump alarmed no delivery and the reservoir was leaking. The blood glucose reading is 377 mg/dl. Insulin leaking from the reservoir cap while in the insulin pump. Customer declined to return the reservoir and infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.